Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: when the obturator was inserted through the device, and they noticed some white fragments. It seems the pieces were coming from the port's seal. They are not sure any pieces fell and remained in the patient's cavity. After the surgery, it was found that the seal was chipped. Patient condition is fine. No patient injury was reported.